Event description:
It was reported: a patient was being treated in the emergency room of a hospital. The patient was unconscious, intubated and connected to a liquid oxygen device. The device leaked liquid oxygen. The patient received thermal injuries from the leak.

Manufacturer narrative:
The model and serial number of the device involved are not known at this time. The device has not been returned for evaluation.